Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt had been discharged home on anticoagulants asa (aspirin) and avk (anti-vitamin k). The pt was diabetic and reported to be non-compliant. Approx 6 months post-implant, the pt experienced a transient ischemic attack (tia) and approx 2 months later, a gastrointestinal (gi) bleed. Upon examination, the source of the bleeding could not be determined. The anticoagulant asa was ceased and the pt was discharged home once again. A few weeks later, the pt returned to the hospital due to dyspnea and abdominal pain. Examination revealed a spleen hematoma and blood in the peritoneum. The anticoagulant avk was ceased and the splenic artery was embolized. The pump parameters showed a decrease in pulsatility index (pi) and an echo showed aortic valve opening with small dilation of the left side. There were small signs of hemolysis present, but it was difficult to know if this was due to the spleen hematoma or due to an obstruction in the pump. The pt was given heparin and after a few days an echo showed no flow through the pump; therefore, fibrinolysis was performed. The pt started to bleed and there was no improvement. A decision was made not to proceed with a pump exchange. The pt expired (B)(6) 2011.